Manufacturer narrative:
Patient date of birth/age, and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown uss rod. Part#, lot# and UDI # is not available. Initial implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown uss rod. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient was scheduled for removal of screws and repair of fractured rod. A revision of posterior fusion due to broken rod took place on (B)(6) 2018. This patient has had multiple revision, primary implant date is unknown. Previous operation date was (B)(6) 2014. Patient was scheduled for removal of screws and repair of fractured rod. This patient has had multiple revisions due to poor quality bone, the construct that was insitu extended from thoracic spine into the pelvis. The surgeon removed two uss ii polyaxial screws and three green sleeves and nuts. The doctor implanted an extension connector, replaced the removed nut and sleeve to and locked down the construct. There was no delay in surgery. Patient and surgery outcome were not reported. Concomitant devices reported: uss ii polyaxial screws (part# unknown, lot# unknown, quantity 2), green sleeves (part# unknown, lot# unknown, quantity 3), nuts (part# unknown, lot# unknown, quantity unknown), this report is for one (1) unknown uss rod. This is report 1 of 1 for (B)(4).